Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, a knot was identified distal to the transition point and the catheter was still inserted in the introducer sheath. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause of the knot distal to the transition point of the catheter is improper manipulation of the catheter during the procedure and/or excessive pressure exerted during navigation and manipulation of the catheter. The instructions for use (IFU) state: - do not introduce the tip folded into the guiding sheath. - do not exert excessive pressure during placement of catheter if unknown resistance is encountered. - do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. - avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. - do not alter this device. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the catheter knotted during surgery. The device and sheath were pulled out of the patient with the catheter still knotted. There was no patient injury or medical intervention and extended procedure time was a few minutes to remove the catheter from the patient. These are commonly used devices that are readily available.